Event description:
It was reported that this right atrial (ra) lead was suspected to have been dislodged. In addition, the patient experienced lightheadedness. Boston scientific technical services (ts) suggested to have the lead evaluated. This lead remains in service. No adverse patient effects were reported.